Manufacturer narrative:
Based on the current information provided, the cause of the hypercarbia and reintubation cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed hypercarbia, which required reintubation and intensive care admission for an additional 4-5 hours of ventilator support. The target nodule was 2.6 centimeters (cm) in size and located in the left upper lobe. A radial ebus probe was utilized to localize the lesion. Biopsy tools utilized under c-arm fluoroscopy included 21g and 23g flexision biopsy needles, a cytology brush, compatible forceps and a bronchoalveolar lavage was also performed. The biopsy diagnosis was malignant squamous cell carcinoma. The physician does not believe that the ion system or an ion instrument caused the hypercarbia, but rather, it was attributed to the patient's underlying severe emphysema.